Event description:
The customer reported that micropaq (B)(4) shows the same serial number as micropaq (B)(4) on their acuity central monitor even though the device label indicates serial number (B)(4). When micropaq (B)(4) is connected to the acuity central monitor, it causes micropaq (B)(4) to drop-off without alerts or alarms. No pt injury involved with this report. This resulted in a temporary loss of pt monitoring. Note: the customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval was completed.